Manufacturer narrative:
The device not returned/replaced for this allegation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental MDR will be filed when plant investigation is complete. Medical records have been requested.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was admitted to a hospital on (B)(6) 2016 with a complaint of abdominal pain. Dialysate cultures taken at that time returned (B)(6) cultures for (B)(6) and the patient was diagnosed with peritonitis. The patient was prescribed and treated with vancomycin then released from the hospital. The patient was hospitalized less than 24 hours. It was noted the patient was switched to hemodialysis until the peritonitis resolves. He is expected back on peritoneal dialysis therapy next week.